Event description:
It was reported that there was air present in the watchman access system. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. While advancing the wds through the was the physician noted that there was air present in the was. The physician attempted to remove the air and wds, but could not remove all the air. The was was removed from the patient and a new was was used to complete the procedure. The procedure was completed successfully with a closure device implanted in the laa of the patient. There were no patient complications or consequences as a result of this event.

Event description:
It was reported that there was air present in the watchman access system. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. While advancing the wds through the was the physician noted that there was air present in the was. The physician attempted to remove the air and wds, but could not remove all the air. The was was removed from the patient and a new was was used to complete the procedure. The procedure was completed successfully with a closure device implanted in the laa of the patient. There were no patient complications or consequences as a result of this event.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. Analysis of the dilator, hub/valve, tip and sheath included microscopic and visual inspection. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. The dilator was removed, and the hemostatic valve was tightened, and no water leaked from the valve. The valve was removed and microscopically examined. The valve was found to have no damage. The threads of the hub and sheath were microscopically inspected and found no damage to the threads on the sheath. There was no other damage or defect found on the remainder of the device.